Manufacturer narrative:
(B)(4). If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that debris was observed on an intraocular lens (iol) prior to implantation, when the lens was in the cartridge. No patient contact noted. No further information was provided.

Manufacturer narrative:
Only the cartridge was returned to the manufacturing site (no lens was returned). A note on the box stated ''debris in cartridge''. Therefore the customer's reported complaint, debris on lens, could not be verified. Additional information was received and the customer confirmed that this event should have been reported for debris in the cartridge and not on the lens, as initially reported. The event has now been determined not to be a reportable malfunction. All pertinent information available to abbott medical optics has been submitted.